Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 04/11/2018 stating that this lead's impedance was intermittently greater than 3000 ohms. Noise was also seen on electrocardiogram. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).